Event description:
The customer reported a leak from under the lh780 analytical station instrument. The volume of the leak was about 10 oz. And was not contained within the instrument. No erroneous results were generated for this event. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the tubing was leaking at valve vc12. He secured the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).